Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error and blank display. The customer's blood glucose level was 70 mg/dl at the time of the incident. The customer stated that the pump turned off completely about twenty minutes. The customer stated that the battery compartment was neither damaged nor corroded. The customer reported critical pump error displayed on the screen while customer was sleeping. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the insulin pump received with a critical pump error alarm and motion sensor test failure alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump had a scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and a minor scratched lcd window.